Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis that was manifested by cloudy effluent. The breach in aseptic technique was described as due to unsterile procedure. One day after the event onset, the patient was hospitalized for the event. On an unreported date, the patient was treated with vancomycin injection (1g as start dose), fortum injection (1g as start dose, followed by 250mg, discontinued) and heparin injection (1000 u, discontinued) for peritonitis. Seven days after being hospitalized , the patient was discharged and was recovered from the event. Pd therapy was ongoing. It was reported that the patient was retrained on the proper aseptic technique. No additional information is available.